Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting potential false negative results. No further details could be obtained from the customer. Several attempts were made to obtain further information without success.